Event description:
It was reported that during a lap cholecystectomy, the surgeon used el5ml to ligate cystic artery and when he fired the third clip, he found the jaw was not open. He tried to open the jaw with another grasper until the jaw was pulled out; he found the jaw was broken. The procedure was completed with another device. No patient consequences were reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.